Event description:
It was reported the patient had telemetry issues and the manufacturer representative (rep) thought the patient may have over-discharge. An over-discharge was later confirmed by the health care provider (hcp). The patient reportedly could not recharge the device and had not tried to charge in 6 months. The patient stopped recharging because she was not getting stimulation where she needed it. It was noted the patient had not been reprogrammed in over 1 year. The patient thought they could have the rep reprogram them without charging the device on (B)(6) 2014. Additional information received noted patient symptoms included no stimulation. The hcp tried to reprogram and couldn¿t because the device was in over-discharge. The hcp was reportedly doing a trickle charge on (B)(6) 2014 and it was later reported the hcp had no information regarding if the patient was out of over-discharge. The rep was reportedly meeting the patient on (B)(6) 2014 to clear a power on reset (por). The rep saw the patient on (B)(6) 2014 and the battery was still over-discharged. The patient reported never did the ¿60 minute clock¿ and could not sit with the rep for an hour. Further information received noted the rep spent 2 hours with the patient on (B)(6) 2014 and was finally able to interrogate the device. The device went to end of service (eos) when it was checked. The patient noted the battery went dead a year ago. The rep tried to obtain information from the patient regarding the over-discharge and device use but it was noted the patient was a poor historian and was unable to provide details or dates. The patient¿s outcome was noted to be unknown. It was noted the rep would notify the manufacturer when the patient was scheduled for a replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v385089, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).